Event description:
It was reported that during a follow-up session the device longevity was estimated at 11 months. Later the patient collapsed at home, and the device had no output and could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.